Event description:
Iab was inserted via sheath in 2006. Next day blood was observed in helium tubing. Iab was removed. A re-insertion was not required. There were no patient complications. Clinicians noted that patient had "strong" calcification.